Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The caller reported that the ins might be turning off on its own. The caller stated it might be because they are pressing the wrong button at times but she is not certain. The caller reported that the patient had issues getting a connection with her implant. The caller stated the patient holds the recharger during recharge sessions. Troubleshooting steps were reviewed and the caller was able to get the charging screen. The patient was sent adhesive discs as an alternative way to charge. The patient was to follow up with her healthcare professional. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported in order to resolve the implant turning off/on its own and a possible poor connection patient education was performed including reeducation on charging. It was further noted there were no issues with the system and after meeting with the manufacturer¿s representative (rep) all issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.